Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 17 tubes contained gel air bubbles. There was no health impact or consequences reported.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report "1917413-2025-00231" was sent in error as it has been reported in 1917413-2025-00202.

Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 17 tubes contained gel air bubbles. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.